Event description:
It was reported that the customer experienced low blood glucose levels. The customer took glucose for correction.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.